Manufacturer narrative:
Block b3: date of event not provided. However, february 1st, 2026, was selected as the estimated event date based on the bsc aware date. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block e1: the initial reporter's information and the initial reporter facility name are unknown at this time, despite good-faith efforts made thus far. Should new information become available, a supplemental report will be submitted. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent obstruction within device and endoscopic procedure. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, stent obstruction within device is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. On the other hand, the event of endoscopic procedure could not be confirmed as it happened during the procedure and there is not an objective evidence or descriptive conditions to establish the cause of the reported events. Device history record review: a review of the manufacturing documentation was unable to be performed as the required device documentation was unavailable. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent obstruction within device is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a review of the axios stent and electrocautery enhanced delivery system hazard analysis and dfmea was completed and confirmed that the events of stent obstruction within device and endoscopic procedure were defined in the risk documentation. These events type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during a procedure performed on an unknown date. Upon review there was tissue ingrowth of the stent, which was replaced during a reintervention procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during a procedure performed on (B)(6) 2025. The patient presented to the hospital on (B)(6) 2026, with symptoms of generalized fatigue and weakness. Upon review there was tissue ingrowth of the stent, which was replaced during a reintervention procedure. There were no further patient complications reported; the patient was discharged on (B)(6) 2026.

Manufacturer narrative:
Block b5 was updated with additional information. Tab e was updated with additional information. Block h11 wording and details were updated. Block b3: date of event not provided. However, (B)(6) 2026, was selected as the estimated event date based on the bsc aware date. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent obstruction within device. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, stent obstruction within device is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. The events of fatigue, endoscopic procedure, hospitalization or prolonged hospitalization and weakness could not be confirmed as there is not an objective evidence or descriptive conditions to establish the cause of the reported events. Device history record review: a review of the manufacturing documentation was unable to be performed as the required device documentation was unavailable. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent obstruction within device is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the events of stent obstruction within device and endoscopic procedure were defined in the risk documentation and are documented accordingly in the prr. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.